Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on sep 27, 2018: hip revision surgery occurred 4,5 years after primary cementless total hip arthroplasty in a (B)(6) patient. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding suggesting implant mobilization. Aseptic loosening is a possible, literature described adverse event after cementless hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
On aug 31, 2018 we were informed that a revision surgery was necessary due to stem loosening 4 years and 5 months after primary (aseptic necrosis). The revision was performed on (B)(6) 2018 successfully.